Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02527 / 02528). Device discarded.

Event description:
Total knee revision due to metal sensitivity approximately 5 years post-implantation. All components were removed and replaced with cement molds.